Event description:
The patient reportedly had reported pain near the implant and underwent repositioning surgery last month due to device extrusion. Since repositioning surgery, the patient's performance has decreased. Device testing came back within normal limits. Revision surgery has been scheduled.